Event description:
On tuesday, 12/30/96, a telephone report was made the the co regulatory affairs dept by sales representative, reading two (2) separate but similar episodes. The first occurred at a hosp, during a lavh procedure under the direction for dr on 12/17/96. During the first usage of the product, a staff physician assistant encountered noted resistance upon insertion of the 12mm product into the pt. Despite adequate placemennt, upon removal of the cannula a fracture of the distal cannula tip was noted by the surgical team. Successful retrieval of the fractured piece was accomplished without incident. The pt is reported to be recovering from procedure and is doing fine. The occurrence was described as a user related event by the attending physician, believed to have resulted from inadequate full placement of the obturator into the cannula length, resulting in damage to the distal end of the cannula barrel. This report was filed with and evaluated by the quality management function of the hosp.

Event description:
The second incident occured on 12/26/96 at another hosp, during a laparosocpic surgical procedure under the direction of dr. Also during the first usage of the product, noted resistance was encountered upon insertion of the 12mm product into the pt. Despite adequate placement of three (3) previous access ports, a small fractured piece of the 12mm distal cannula tip was noted. Successful retrieval of the fractured piece was accomplished by the attending surgeon without incident. The pt is reported to be recovering from the procedure and is doing fine. These incidents represent first reports of this type of event with the device, and are believed to be user related events. Both products were retained by the respective hosps unable to be evaluated through return.